Manufacturer narrative:
(B)(4). Batch # r92r3c. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, near the end of the procedure, the active blade broke off into the patient. The broken blade was retrieved. There were no patient consequences reported.